Event description:
Torque handle plastic broke when assembling the femoral adaptor.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the reported event. The investigation could not draw any conclusions about the root cause of the fractured protective cap. (B)(4) was previously implement for this failure mode. The current complaint sample product was manufactured after the implementation of (B)(4). CAPA (B)(4) has been initiated to identify root cause and corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).